Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user experienced an authentication error due to an account expiration issue. A technical support specialist confirmed that the authentication error was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where one of the nurses was unable to authenticate when logging into the stations. The customer stated that the other users were provided assistance to move the meds from the station and confirmed no patient delay or harm. There were no adverse events or injuries reported based on this incident.